Manufacturer narrative:
Patient information is considered confidential and will not be released by the hospital.

Event description:
Customer reported patient showed redness at 3 of the 5 ECG electrode locations. Nurse subsequently changed the electrode position. The following day, redness areas became blisters (second degree burns). Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.